Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with oozing pocket. It was noted that the patient suffered from pocket infection. It was unknown when the infection began. The system was explanted. The patient was not device dependent hence no replacement product was implanted. No further information was available.